Event description:
On 12/17/96 they experienced difficulty inserting tube, after x-ray, removed tube due to improper placement. Inserted second tube, some difficulty, but placement was correct; pt removed tube. Third insertion, in nurses opinion due to "operator error" resulted in a pnuemothorax (rt); however, it was "down by end of that day".